Event description:
It was reported the device was examined prior to a laparoscopic cholecystectomy. It was reported the 355l would not arm prior to the procedure and was not used on the pt. There was no consequence to the pt. 06/23/1998 the rep reports the 355l was shipped to the hosp but the 355ld is the trocar they ordered. The rep reports another trocar was pulled to complete the case.